Event description:
It was reported that the customer received two no delivery alarms from his insulin pump. He discovered that his infusion set's cannula was bent. The customer's blood glucose levels are unknown. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).